Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Crackers and milk was consumed to treat bg. Reportedly, the basal rate settings had been set too high for the customer's insulin needs. The customer consulted with healthcare provider and successfully adjusted the settings.